Manufacturer narrative:
Device has not been evaluated.

Event description:
The surgeon has experienced problems using this product, when cutting through the posterior lateral condyle of the tibia. He alleges, this product is more flexible than a standard saw blade. The doctor felt it was necessary to switch to a different type of blade, as he alleges that this device can cause an uneven tibial plateau.